Manufacturer narrative:
Based on the claim against the product by the customer noting the cable is frayed, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm maryland bipolar forceps instrument was analyzed and found to have damage to the conductor wire's insulation on the distal end, at the yaw pulley. Visual inspection found the wire to be exposed. The instrument passed electric continuity test. Root cause attributed to a component failure. This complaint is considered a reportable event due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the 8mm maryland bipolar forceps instrument had a frayed cable. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.